Manufacturer narrative:
The reported opus speedscrew device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was not established as the plug and implant were not returned. From the information provided, the inner plug in the implant is not securing. Visual inspection shows the device was received in a full deployed condition. Implant and plug not returned. Function switch was found in a full advanced position. No clinical suture was present. The green snare line was found reeled thru the device with no clinical suture. Clinical suture was found partially reeled in dropped by the green snare line and captured only by the white snare line. Portion of the white snare line loop was protruding out thru the plug guide. A functional test cannot be performed in the condition the device was received. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: incorrect suture loading. Or excessive force. Incorrect suture loading can result failed suture snaring and excessive force can result in damage to the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the inner plug of two implants is not securing. The procedure was completed using a back-up device. No patient injury reported.